Manufacturer narrative:
Insulin pump alarmed motor error during rewinding due to faulty fsr (gold). Unable to perform displacement test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. The motor was tested outside the device and passed. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received motor error alarm during bolus or basal. The customer¿s blood glucose level was unknown. Customer cleared the alarm. Customer stated that the drive support cap was not damaged and insulin pump was not exposed to high magnetic field. Customer stated that the alarm history did not have motor position encoder error alarm. Customer stated that the motor error was occurred more than once in last 30 days. The insulin pump will be returned for analysis.